Event description:
It was reported that the 9781-1 shower chair was received by the end user with the right front leg being wobbly. Product was still used and over time the leg snapped at the under seat mounting area. The user slid over the side of the tub hitting the floor. Caregiver alleges no injury.